Event description:
It was reported that the patient was undergoing a holmium laser enucleation of the prostate procedure to treat prostate enlargement. The fiber was started using a resterilized fiber. During the procedure, the fiber broke two times approximately 15 to 20 cm from the fiber tip. It was noted that no fiber fragments fell off inside the patients body. The fiber was removed and replaced with a new fiber. However, during the procedure the second fiber also broke two times approximately 15 to 20 cm from the fiber tip. The customer was not sure if the fiber breaks were caused by the console or the fibers themselves. The procedure was completed using this console. There were no patient complications. This report is for the first fiber.

Event description:
It was reported that the patient was undergoing a holmium laser enucleation of the prostate procedure to treat prostate enlargement. The fiber was started using a resterilized fiber. During the procedure, the fiber broke two times approximately 15 to 20 cm from the fiber tip. It was noted that no fiber fragments fell off inside the patients body. The fiber was removed and replaced with a new fiber. However, during the procedure the second fiber also broke two times approximately 15 to 20 cm from the fiber tip. The customer was not sure if the fiber breaks were caused by the console or the fibers themselves. The procedure was completed using this console. There were no patient complications. This report is for the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned product found that the fiber was received in one piece however when measured the fiber length of 217.5 cm indicated that the fiber was broken and the other piece not returned. The IFU details the fiber length specifications for the fiber being 310 cm (25 cm), the fiber received is much shorter than the specifications. Therefore, the reported allegation was confirmed leading to the reported event. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and fiber specifications for fiber length for slimline sis is 310 cm (25 cm). Based on the information available and analysis results the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.